Event description:
According to the reporter, during a thoraco/lung volume reduction, the cartridge was connected to stapler, however the jaws were remained closed and were unable to be opened. The procedure was completed with another device. The surgical time was extended by less than 30 min. The status of the patient is no problem.